Event description:
An initial report was received from a dealer reporting the device stopped during use. The end user remained in the device and was able to be pushed to safety without incident. The device is currently at the dealer for repair.

Manufacturer narrative:
(B)(4)model 3grx serial number/date (B)(4) is approximately 4 years 9 months old. The owner's manual part number 1143155, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event for additional information. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.